Manufacturer narrative:
Product event summary: it was confirmed that the analyzer lost communication with the programmer.

Event description:
It was reported that the analyzer was not working or connecting to programmers prior to use. Several different programmers were attempted, but the issue remained. The analyzer has been returned to service. There was no patient involvement.